Event description:
It was reported that the device was used during a low anterior resection. It was reported by the rep that there was no staples in an ax55b. An ussc roticulator was used to complete the case. There was no consequence to the pt.